Event description:
A customer reported experiencing alarm 2 followed by alarm 26, indicating multiple occlusion events. Despite these alarms, there was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. However, occlusion alarms continued and the customer ultimately reverted to manual dose injection for insulin therapy.